Event description:
The customer reported falsely elevated troponin I (access accutni+3) results, above the customer's reference range, for three patients, involving the unicel dxc 600i synchron access clinical system. The initial results were not released to the hospital. There was no patient consequence associated with this event. Subsequent testing of the patients' samples, on the same instrument, produced lower results but continued to be above the customer's normal reference range. The patients' samples were collected in plasma tubes with gel and centrifuged at 6,000 rpm (rotations per minute) for three minutes in ambient conditions. The customer stated system maintenance was current and system check passed within specifications at the time of the event. Quality control (qc) also recovered within the established range. No sample integrity issues were noted. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) performed a routine system check which passed within instrument specifications. The fse performed a lumwash test which failed. The fse discovered excessive bubbles in the wash valve during a prime cycle and replaced the o-rings between the pumps and valves and reseated the connection to the wash buffer reservoir. There was no further evidence of bubbles during the prime cycle. The fse inspected the analytical module and proactively replaced the 10-tooth and 14-tooth mixer pulleys and cleaned the wash carousel and incubator belt track. Alignments and mixer speed were verified; no issues were noted. The fse performed a high sensitivity system check which failed with very high rlus (relative light units). The fse inspected the wash pump and discovered it was full of foam. The fse rebuilt the wash manifold including new rotors and stators for both the wash valve and precision valve. All verification testing, including routine system check, high sensitivity system check and assay quality control, was passing within specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware, associated with the wash manifold, the wash valve rotor, and stator, is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue.